Manufacturer narrative:
Follow-up report submitted, to document device evaluation results.

Event description:
The user facility reported, that the ball bearing fell out of the device. Prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the ball bearing fell out of the device prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.